Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced high blood glucose. The customer's blood glucose was 411 mg/dl at the time of incident. The customer's blood glucose was 387 mg/dl at the time of call. The customer's mother stated that he treated his high blood glucose with manual injections. The customer's mother performed troubleshooting and did not found leaks, insulin issues and site issues, and setting issues. The customer's mother stated that there was a small air bubble in the tubing. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.